Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the wire of the device was fractured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital ((B)(6) hospital). Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 19, 2025. Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed. The returned device was visually inspected and found to have an intact suture wire. However, the handle was not included in the return for analysis. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was determined that the suture wire remained intact. The returned unit showed no evidence of the reported issue or any defect that could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the wire of the device was fractured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 19, 2025: it was confirmed that the main problem of the device was suture break. It was also noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) block h2 (additional information): additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 19, 2025. Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the wire of the device was fractured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 19, 2025: it was confirmed that the main problem of the device was suture break. It was also noted that no difficulty was experienced upon setting up the device.